Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to severe left ventricular out flow tract (lvot) and annular calcium, there was severe paravalvular leak (pvl) noted via a transthoracic echocardiogram (tte). A non-medtronic valve was implanted at the bottom of the valve to seal the pvl. No additional adverse patient effects were reported.